Manufacturer narrative:
H3: one medfusion pump was received in good physical condition. The event history log was reviewed and there was a back-up audible alarm error in the history. Start-up was conducted and the reported issue was able to be duplicated. The pump has a blue token supercap and the main board was replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited backup audible alarm. No patient was involved in this event. No adverse effects were reported.